Event description:
It was reported that the patient was having pain at the implantable neurostimulator site (ins) on the left side and the pain ran into the abdomen. The site was hot to the touch and very tender. The patient feels stimulation and was getting good therapy from the device for her other pain. The patient received antibiotics and also had a colonoscopy, x-rays and CT scan to rule out other causes.

Manufacturer narrative:
(B)(4).